Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 720 mg/dl and was dehydrated. The infusion set site was changed multiple times. The customer did not think that insulin was being delivered. The customer was treated with fluids and insulin in the emergency room (ER). After 5 hours, the customer left the ER with a bg of 331 mg/dl. The customer was to use insulin injections/pens for insulin therapy.